Manufacturer narrative:
(B) (4). Eval summary: the original trilogy longevity liner was removed and returned. As returned, the liner has a rim fracture near the elevation transition point. The liner also has numerous marks on the backside of the elevated portion which may have been caused during removal. Pt details other than name were not provided. Sem analysis indicates the fracture occurred under repeated loading. Liner fracture can be due to (but not limited to) one or more of the following: pt weight; pt activity; incorrect component positioning; head-neck impingement; non-recommended head/liner/shell/stem combinations. Dislocation can be due to (but not limited to) one or more of the following: incorrect component positioning; femoral component impingement; pt anatomy prone to dislocation; improper anatomical position assumed by pt. Based on the provided info, the exact cause of liner fracture cannot be determined with certainty at this time. Device history records indicate all components were mfg and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.

Event description:
Revision due to dislocation.